Event description:
It was reported that the patient had been admitted for low flows and a pump stop. A bedside echocardiogram (echo) was done and showed severe right heart failure and no signs of left ventricle suction with dilated atriums. The doctor noted there was no surgical action to be done of extracorporeal membrane oxygenation (ECMO) or left ventricular assist device (lvad) upgrade. Log files and x-rays of the driveline were also provided for analysis. The log files were reviewed and showed a speed reduction and pump stop event on (B)(6) 2025. These issues only appeared when the pump is connected to mobile power unit (mpu) power. This type of behavior had been linked to potential issues with the percutaneous lead. In order to prevent further interruption in support it was recommended that the pump only be connected to battery power or an ungrounded patient cable and power module until further investigation has been completed. The x-ray images did not appear to show any areas of compromise of the driveline. The internal driveline appeared to be taut. Inotropes were initiated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted log files confirmed the reported low speed and pump stop events. Although a specific cause could not be conclusively determined, as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log file contained events and data from 15feb2025. Low speed and pump stop events were captured throughout the file while the patient was connected to the power module. No other notable events or alarms were captured. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 ¿introduction¿ of the IFU lists right heart failure as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the right heart failure did not exist pre-lvad implant. A device related issue did not contribute to right heart failure. The patient had symptoms of dyspnea while resting, lung edema, and lower extremities edema. The patient was treated with diuretics and volume control. The patient was discharged with a palliative care plan. The cause of the low flows was not determined. The pump stop and low flows had been resolved by connecting to batteries at all times. The low flows and pump stop caused a loss of consciousness. There was nothing determined to be wrong with the driveline.